Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron tur irrigation set would not flow during prime. There was no patient involvement. No additional information available.

Manufacturer narrative:
The actual device was evaluated. A visual inspection was performed which revealed that the striated catheter had an internal obstruction which restricted flow. A needle test was performed and the obstruction was easily broken. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental repot will be submitted.